Manufacturer narrative:
The MFR issued a recall notification to the identified customers who rec'd the affected products. Additionally, the MFR notified the FDA los angeles district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On 3/17/2015, the voluntary recall was initiated. The monopty needle was returned for eval. The sample was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state" with the stylet and cannula retracted (primed). Loose particles could be heard within the device. There were no visual anomalies noted on the device. The firing trigger was pressed and both the cannula and stylet advanced without issue. The rotational knob was twisted again, however the stylet would not lock into the primed position. The device was disassembled and the cannula hub was found to be broken. The investigation is inconclusive for failure to obtain samples, as the returned probes could not be functionally tested due to the broken hubs. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, two needles were unable to obtain tissue on the second sample attempt. A third needle was able to obtain tissue and complete the procedure. A coaxial was used. There was no reported patient injury.